Manufacturer narrative:
Since the customer lost the meter, a device history record could not be reviewed for the suspected meter. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The product information was not provided. Therefore, no information was captured (model # and serial #) and (device manufacture date).

Event description:
The customer from (B)(6) reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer lost the suspected meter, therefore, it is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.